Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens would not fold into the injector because the lens was "hard". There was no pt contact. It is to be noted that the inserter used during this event was not a b+l recommended inserter into the lens.